Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: 5051 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The device history files 2024-11-04 were investigated. A new therapy was selected and the infusion started with a rate of 145ml/h at 11:55am. At 13:49pm the "too few drops" alarm occurred and the infusion stopped. The infusion was continued and the "too few drops" alarm occurred again. At this time, 277,64ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,15%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. A drop sensor from the service workshop was connected. The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the event description: the pump does not infuse lkm according to the set speed. It pumps slower than what it says on its display and nothing happens if you increase the values. Ready-mixed oxaliplatin with glucose. Approx. 280 milliliters (ml) in bag. The pump was programmed with 145 milliliters and hour (ml/h), no vssi (dropper was connected instead). According to calculations, infusion would take about 2 hours. After 2 hours patient was checked, there was still a lot of medication left in the bag. Speed was increased a couple of times after the error was detected. Pump door was not opened to check placement of unit. Staff noticed that on the screen was shown that it is already more than 300 milliliters (ml) went into patient. No strange alarms or noises from the pump. Treatment with oxaliplatin in 2 h. After 2 h still half the bag left, increase the rate of the pump to speed up. Trying to troubleshoot without success, probably pump fault - drips too slowly. No patient complications were reported as a result of this event.